Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the info rec'd, the cause of the reported pericardial effusion and subsequent death was procedure related. Per the IFU, vascular perforation is an inherent risk of any electrode placement.

Event description:
During a ventricular tachycardia ablation procedure using an inquiry quadripolar ep catheter, the patient developed a pericardial effusion and expired. An inquiry quadripolar ep catheter was placed in the right ventricle and an identical catheter was placed in the coronary sinus. A transseptal puncture was performed with a brk transseptal needle and an agilis nxt introducer was placed in the left atrium. A therapy cool path ablation catheter was then advanced into the left ventricle. The ventricular tachycardia ablation was completed successfully;y and all devices were removed from the patient. Approximately 30 minutes later, the patient became hypotensive and an echocardiogram identified a pericardial effusion. A pericardiocentesis was attempted unsuccessfully; therefore, a sternotomy was performed and a cardiac perforation was noted at the apex of the right ventricle. Other perforations were also noted in the same area. The patient was unable to be resuscitated and subsequently expired. There were no performance issues with any sjm device.